Manufacturer narrative:
Return requested for suspect articulating arm on 12/14/2016. No parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A medtronic representative reported a site navigation system articulating arm that would not tighten properly. While in a cranial procedure, the articulating arm moved after patient registration. No further details regarding the damage, or how it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.